Event description:
Device report from synthes (B)(4) reports an even in (B)(6) as follows: it was reported that the surgeon partially tightened the matrix locking cap with the green handle t25 screw driver. The locking cap became fastened tight into the head of the screw. The locking cap could not be removed or tightened further. Attempts to remove the locking cap with green handle t25, long t25 with green ring, and long t25 screw drivers resulted in the shearing of the tips of each. All three screw driver tips now slip when attempting to tighten a locking cap. The locking cap in question has a worn inner nut which cannot be released. The locking cap remains in the patient as the surgeon could not remove it. The surgery was prolonged by 15mins. No reported patient harm. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: our investigation shows wear and tear signs on the screwdriver. The manufacturing review has shown that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. We were not able to reproduce the complained damage. The device works like per design intent. The wear and tear could be refer to the often and intense use of the product over the years and therefore it concerns to normal wear and tear. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and as no detailed information about the event is available we are not able to determine the exact cause of this occurrence. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device received for manufacturer review/investigation on january 20, 2015. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as the product is entering the complaint system. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.